Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, although the exact cause of the aortic dissection was unable to be determined, patient factors (severe annulus and leaflet calcification) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure in the aortic position, the patient suffered an aortic dissection. The patient had severe annulus and leaflet calcification, it was especially very bulky on one side. A bav was done. Difficulties were encountered crossing the native annulus with the delivery system do to the severe bulky calcified annulus and leaflet. It was device to remove the commander and valve and perform another bav. The commander and valve were removed without issues through the sheath and a bav was performed twice. Then a new attempt to cross the annulus with the valve was made. Again it was not possible, however, this time with a lot of force it was managed to get the valve into the annulus. With nominal volume the valve was well-implanted with nominal volume but a small dissection was noticed. The patient was transferred to the operating room where the dissection was surgically repaired. The patient was noted to be recovering well and doing okay.